Event description:
Guidewire fractured during insertion. One piece broke off totally and then started to uncoil. Was able to retrieve broken part. Opened another port to finish procedure.

Manufacturer narrative:
The complaint, "guidewire fractured during insertion", was confirmed. No manufacturing variances observed in the device history record review related to this event. Based on the OEM's inspection of the returned guidewire indicates buckling at the distal tip. Buckling usually results from the guidewire being pushed with excessive force against some obstruction in the guidewire's pathway. The IFU indicates that if an obstruction is encountered, use fluoroscopy to determine the cause of the obstruction before continuing. Additionally, the returned guidewire had unraveled while being withdrawn through the needle. The IFU states not to withdraw the guidewire through the needle because damage may result.